Manufacturer narrative:
Based on the information received, the cause of the reported leak remains unknown. The IFU states damage to the valve assembly may occur if inner catheter is withdrawn rapidly.

Event description:
Related manufacturer ref# 3005334138-2022-00073. During a paroxysmal supraventricular tachycardia ablation procedure, a blood was noted from the hemostasis valves of the sheath. The sheath set was replaced which did not resolve the issue. The sheath was replaced and the procedure was completed with no adverse consequences to the patient.